Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the initial reported condition of the device not able to be tightened was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the device being frozen/would not move identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts did not move smoothly on the chuck device. It was further observed that the device did not function, and the labeling was illegible and etching. It was determined that the device had a component damage, worn bearing, and was frozen/would not move - chuck seized. It was further determined that the device failed pretest for check the free movement, check function of tool coupling, check the drill chuck, marking and labeling and general condition. It was noted in the service order by the biomedical technician that the device was out of order and could not be tightened. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.